Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: the pump was returned with a missing audio bolus button cover. During testing, the pump powered with no audible tones and a blank display; the vibratory feature functioned properly. There was visible evidence of moisture behind the display lens and on the audio bolus button contact. The leak test was failed due to the missing audio bolus button cover. The pump cover was removed and there was evidence of moisture contamination inside the pump. The investigation was unable to be completed due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. The reporter alleged that the audio bolus button was under responsive. It was noted that the audio bolus button cover was missing/peeling. Reportedly, there was moisture/corrosion on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.